Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother alleged that the pump beeped and displayed the verification screen multiple times during the night on (B)(6). She disconnected the pt from the infusion set each time and finished the "ezprime" operation each time. The pt reportedly woke up the morning of (B)(6) with a blood glucose level of 450 mg/dl with ketones and abdominal pain and nausea. The pt wore the pump to school where the pump allegedly rebooted again. She then removed the pump and put continued therapy with an older pump. The newer pump reportedly rebooted again the evening of (B)(6). The pt's blood glucose level at that time was 246 mg/dl. There were no related alarms in the pump history. Battery cap was reportedly secure and the yellow o-ring did not show. There was no visible damage detected with the pump or battery cap. The reporter denies trauma to the pump.